Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4316, lot #: 5011759/5013633, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads, and anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of fever and redness were noted. The physician did not believe it was procedure related but unknown if it was device related. The patient was placed on intravenous antibiotics and underwent an explant procedure.